Event description:
Dr. Was taking biopsy at the cecum in the patient and the cook biopsy forceps broke. Dr. Was unable to remove device and had to pull out scope with forceps sticking out of the scope. Rn (registered nurse) in the room took a wire cutter and clipped the end of the device so it could be removed from the scope. This added time to the procedure and also pushed dr. Past 1700 and we lost anesthesia.